Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device underwent a thorough analysis. The momentary squeeze (ms) pump was leak tested, visually and microscopically inspected, and functionally tested. Under microscope observation it was noted that the pump was contaminated; therefore, the pump was not functionally tested. Both cylinders passed all tests performed. The reservoir was visually and microscopically inspected and leak tested. A leak in the shell adaptor of the reservoir, consistent with sharp instrument damage during explant, was noted during investigation. Product analysis was unable to identify device malfunction with the returned reservoir. Based on this investigation of these components, the investigation conclusion code of cause not established was applied; the most probable cause of the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues and a revision surgery was requested. The device was later returned for analysis. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) due to inflation issues. A revision surgery has not been performed yet. No patient complications were reported.